Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to put the stylet down the lumen of the lead. It was suspected that this was due to blood in the lumen. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.